Event description:
Philips received a complaint by the customer on the v200 indicating that every once in a while, the expiratory hold message appears. Respiratory therapist is stating it seems to be working fine except for the message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. They were unable to swap out the unit with another. It was recommended to take the patient off the unit and run the est. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called back in and informed that the expiratory hold issue was resolved by speaking with a clinician. It is unknown what the repair was to resolve the reported issue. No further information has been able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.